Event description:
Belmont's territory manager reported that while the patient was in operating room, ri-2 was connected to cordis central line. Upon connection, device overheated and team had to disconnect. There was no change of tubing or device during this event. Although the patient involved in this incident expired, the user facility confirmed that the device did not cause or contributed to death.

Manufacturer narrative:
"UDI related data quality updates only."

Manufacturer narrative:
The cited device was evaluated by a belmont service technician. The reported overheat alarm could not be reproduced after extensive testing at elevated temperatures. The device was system tested and passed with no issues. The device history was reviewed, and no issues were identified. The device involved in this incident was replaced to resolve the issue. The user facility was reminded that in the event a system error 102 over temperature alarm is encountered, it should be made sure to discard both the disposable and blood, and restart the system with a new disposable set. The disposable set involved was discarded and could not be sent in for investigation. A retain sample from the same lot was reviewed and no issues were identified. All disposable sets are 100% leak tested and visually inspected. No device malfunction could be verified, and the root cause could not be determined.belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
Belmont's territory manager reported that while the patient was in or, ri-2 was connected to cordis central line. Upon connection, device overheated and team had to disconnect. There was no change of tubing or device during this event. Although the patient involved in this incident expired, the user facility confirmed that the device did not cause or contributed to death.

Manufacturer narrative:
The internal complaint file #cmp-003868 has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for evaluation on december 6th, 2023. The user confirmed that the disposable set involved in this incident was discarded therefore could not be sent for review. Although the patient involved in this incident expired, the user facility confirmed that the device did not cause or contribute to death. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The user will lose the ability to infuse the patient during the event. A 102 alarm is generated to alert the user of the condition of the device. The operator manual states the following: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Make sure bag clamps are open and flow is unimpeded. Make sure that the filter is not clogged. Add more fluid, if fluid out. Clamp off the bag spikes and patient line and remove disposable. Power off and restart system with a new disposable. Service machine if the problem persists." A message appears on the screen to discard the disposble and blood and to restart the system with a new disposable. Infusion of the patient can be continued by other means if the error persists. It was reported the disposable set and device were not changed out during this event. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont is investigating the returned device. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete.